Event description:
It was reported that a patient has had an increase in seizures and x-rays were taken to check for lead breaks. X-rays were reviewed and no anomalies were seen with the patient's device. No additional relevant information has been received to date.